Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Multiple attempts were made to gather additional information, however, no response was recieved. Customer¿s blood glucose level was 163 mg/dl.